Event description:
A malfunction was reported with the customer's pump after it was left in the heat while swimming. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer will use multiple daily injections (mdi) as backup therapy, and technical support arranged to send a replacement pump with updated software, providing instructions for returning the faulty pump.